Manufacturer narrative:
Affected device was not returned by patient/customer to distributor for return to manufacturer. Skin irritation is a known risk described in patient literature. No additional information is known to braemar manufacturing, llc.

Event description:
Customer communication of consulting a healthcare professional due to reaction/skin irritation. The patient's clinician advised them to consult a dermatologist.